Event description:
Ous MDR - it was reported that 42 months after the implant, the patient received multiple inappropriate shocks due to oversensing. The patient was hospitalized and the lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the visual inspection of the lead, multiple signs of abrasion were found. About 7 cm proximal of the tip electrode, the insulation was found to have been damaged by fraying. This damage is highly likely to be the cause of the artifacts mentioned in the complaint text, which led to inadequate shock deliveries. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Noticeable lead movement should be considered as cause. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and more information on the patient. Possible factors to be considered include the ingrowth behavior of the lead in the distal area, the individual's anatomy, and increased physical activity of the patient, especially involving the upper body. In addition, a deformed shock coil was detected in the course of the analysis, which was likely caused during the extraction. The electrical analysis did not show any conduction interruption of the rope conductors. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.